Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, in order to treat cystocele and stress urinary incontinence and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, pelvic pressure and discomfort, pain in suprapubic area, chronic irritation, scratchy sensation in vaginal area when sitting and walking, pulling/swelling sensation in right buttock, lower back pain, urinary frequency and urgency, mixed urinary incontinence and nocturia, dysuria, vaginal discharge and odor, hematuria, granulation tissue mid-anterior wall of vagina treated with silver nitrate, vicryl stitch trimmed during (B)(6) 2007 office procedure, occasional trouble starting urine stream, sensation of incomplete bladder emptying, daily use of incontinence pads, weak stream, unexpected loss of control of urine, fear of having accidents in public, need to know where public restrooms are located when leaving house, decrease in physical activity, difficulty in and taking longer to complete routine tasks and duties, anxiety as a result of the mesh related complications. It was reported that the patient underwent excision of vaginal mesh and cystourethroscopy on (B)(6) 2013 for vaginal mesh exposure, dyspareunia and vaginal bleeding.